Event description:
Reference number (B)(4). Event occurred in the united states. The patient experienced an insulin flow blockage alarm on (B)(6) 2025, which was found to be caused by a blockage in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009805, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009805". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009805 was manufactured according to the work instruction (wi) version 117 manufactured in the line l-10, on 15/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k01362 was manufactured according to the wi version 65 manufactured in the machine sc03, on 15/oct/2024, with a total of (B)(4) units. The lot 4k03148 was manufactured according to the wi version 12 manufactured in the machine igtl01, on 15/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.